Manufacturer narrative:
Unit passed displacement test and self test. No pump error 63 noted during testing, however, pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin6 /sda on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 142 mg/dl. Customer performed self-test and they received hardware low level failure error. Customer was able to clear the alarm and able to finished prime process. Customer reported during second time they passed self test. The insulin pump will be returned for analysis.